Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 561 mg/dl. Customer advised they experienced issues with their sensor in addition to the high blood glucose levels. Customer had a lost sensor alarm, was sent a test plug and two replacement sensors. Customer advised their blood glucose had been high since their last visit to the endocrinologist and declined to troubleshoot.